Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the overlay tubing of the lead was observed to have blood ingression.

Event description:
It was reported that during implant, the left ventricular (lv) lead could not be implanted well due to difficulty with the fixation lobes. The lv lead was removed and different model lv lead was attempted. The patient had diaphragmatic stimulation from the second lv lead, so another sheath was used and the position of the lv lead was changed. The second lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.